Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing. No intervention was performed. The patient condition was unknown.